Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycemia as well as they received bolus not delivered alarm twice. The customer blood glucose level was 400 mg/dl. Customer reports they were unable to clear the alarm. Customer stated that they remove battery and insert battery alarm did not appear. Customer stated that the battery cap was not loose. The device will not be returned for analysis.